Event description:
It was reported that during an eval conducted by a MFR field svc tech, a fuse on an internal printed circuit board sparked when the rover was powered up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service tech was dispatched to the user facility to evaluate the device. The eval revealed that water had contacted the power supply pc board assembly, via an internal fluid leak within the rover. The pc board assembly was dried and a fuse was replaced. When the unit was powered up, the new fuse sparked. The entire pc board was then replaced and the rover was returned to use.